Event description:
Rn was disconnecting to draw labs and the connector broke at the luer lock collar that connects to patient's port. This has occurred multiple times prior and continues to be an issue and concern as this is not a "fixed" collar and seems to be breaking easily. Manufacturer response for bifurcated IV tubing, mini bifuse 2 to 1 (per site reporter): they are investigating.